Event description:
It was reported that this right ventricular (rv) lead exhibited an out-of-range pacing impedance value of 2232 ohms. Technical services (ts) discussed troubleshooting options including in-clinic testing. Isometrics were performed and serial impedances were performed in different positions with the patient laying down and all values were normal. The physician will continue to monitor. No adverse patient effects were reported. Currently, this lead remains in service.